Manufacturer narrative:
The device history record review was unable to be performed as the reported lot number (926) of the device does not match any of the manufacturer's lot numbers for this device. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Patient hemorrhage and complications are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in a post market surveillance report that mechanical thrombectomy with the subject device was performed for a cardiogenic occlusion at the right middle cerebral artery m1. After the operation, asymptomatic intracranial hemorrhage occurred and glycerol was administered. The patient recovered. In the physician's opinion, the subject device thinned the blood vessels.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported in a post market surveillance report that mechanical thrombectomy with the subject device was performed for a cardiogenic occlusion at the right middle cerebral artery m1. After the operation, asymptomatic intracranial hemorrhage occurred and glycerol was administered. The patient recovered. In the physician's opinion, the subject device thinned the blood vessels.